Event description:
On (B)(6) 2018, an 8/6mm amplatzer duct occluder was selected for implant. Upon release, the device embolized into the main pulmonary artery (mpa). The surgeon made multiple unsuccessful attempts to snare and retrieve the occluder. The patient went to the operating room for removal of device and surgical closure of patent ductus arteriosus (pda). Patient is reported to be stable.

Manufacturer narrative:
An event of embolization upon release was reported. The investigation confirmed the device met all functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.